Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion bd was not able to confirm the customer¿s indicated failures. Root cause description no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that before use of the bd safety-lok¿ syringe, that the syringes come apart when closing. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that before use of the bd safety-lok syringe, that the syringes come apart when closing. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Reason code for no evaluation: changed from "device evaluation anticipated, but not yet begun" to "other".